Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the drug-eluting stents distributed in the united states.

Event description:
Post stent placement, the pt experienced transient no flow. Six to twenty-four hrs post procedure, the pt experienced elevated enzymes, which was classified as a non q-wave myocardial infarction related to the target vessel. The pt was admitted to the hosp in 2007, with unstable angina where angiography revealed three-vessel disease. However, only one lesion was treated during this procedure. The lesion was a 99% stenosed, irregular, eccentric, type c saphenous vein graft with thrombus present. The lesion was pre-dilated with a 2.5 x 25mm balloon at 14 atm and a 2.5 x 33mm cypher select plus stent was implanted with satisfactory results. The pt's pre-procedure medications included aspirin and statins. The pt's intra-procedure medications included aspirin, gp iib/iiia inhibitors and heparin. The pt's post-procedure medications included aspirin, ticlopidine, statins and heparin.